Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported by the patient that this left ventricular (lv) lead became damaged. As a result, it was explanted. In addition, it was suspected that this lead could had a fracture, but it was not conclusive. During the explant procedure the patient had a cardiac arrest. No additional adverse patient effects were reported. This lv lead has not been returned.